Event description:
The customer reported the visera elite video system center front panel fails to engage the on/off switch. The event occurred during preparation for use, prior to diagnostic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, the video connector socket locker mechanism failed to handle and secure the scope video cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The specific root cause of the broken power switch mechanism could not be determined at this time. Olympus will continue to monitor field performance for this device.